Event description:
Following a coronary interventional procedure, an angio-seal device was deployed. The pt reportedly coughed violently during and after device placement. Following the removal of the tension spring, after the pt was transferred to the holding area, the pt complained of severe abdominal pain. A cat was performed which revealed an anterior wall bleed from the common femoral artery site onto the abdomen. Manual pressure was applied and blood replacement products were administered. The pt was discharged on 08/30/1999.